Event description:
It was reported that during an unknown procedure, the device got stuck and would not open even when using the release button. Procedure completed with same/like device. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned in good visual condition and with an ecr60w cartridge loaded on the device. The cartridge was received unfired. After further analysis the articulation mechanism was noted to be damaged as would not hold the articulation setting. The device was tested for functionality in the articulated position with the returned cartridge reload and achieved its complete firing sequence without any difficulties noted. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device was disassembled to verify the internal components and the articulation bar was noted to be damaged. Although no conclusion could be reached on what caused the damaged to the articulation mechanism, it is possible that an outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the articulation bar. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? Unk. What location on the tissue was being stapled? Unk. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? Unk. Echelon only ¿ during which firing stroke did the event occur? Unk. What colour cartridge was being used? Unk. What other colour cartridges were used before and after this event? Before - after. Was buttressing material used? No. Was the instrument fired across or near existing staple line(s) or clip(s)? Unk. Were any unexpected noises heard? Were any of the forces higher or lower than expected (closing, opening or firing)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions without intervention? No. Was there any difficulty removing the device from tissue? Yes. Does the patient have any relevant history of surgical treatments? Unk. Has the patient recently had radiation or chemotherapy? Unk. How long has the surgeon been using this device for this procedure (in years)? Unk. Was there a recent conversion to ees devices in this account /surgeon? No.